Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." The medwatch report (B)(4) was sent in regards to this event to report the tibial tray.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 to replace tibial tray and bearing due to tumor development under the tibial plateau.